Event description:
It was reported by the customer that a pyxis medstation system not detected. The customer mentioned that they tried to fix it buy recovering drawer and it still says hardware error. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device no detected. The field service engineer found no failure up on arrival. The customer conformed that the failed pocket was recovered. The system functioned as intended after troubleshooted the device.